Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when removing the delivery system, the capsule fell on the bed. The pt was not injured following the procedure.